Event description:
It was reported that while using bd vacutainer® flashback blood collection needle there was poor sleeve function. The following was reported by the initial reporter: the needle were bent and caused blood specimen flowing out.

Manufacturer narrative:
E.1- initial reporter e-mail address: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle there was poor sleeve function. The following was reported by the initial reporter: the needle were bent and caused blood specimen flowing out.

Manufacturer narrative:
H.6 investigation summary: material #: 301747. Lot/batch #: 3109256. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.